Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pod gave the patient too much insulin subsequently leading to cardiac arrest. The patient had to be resuscitated. No other information was provided or able to be obtained as complaint was on social media.